Event description:
It was reported the cannula did not deploy as intended during activation. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. Device data shows that the first priming sequence ended at 48 pulses and then the device was deactivated by the user after second priming sequence at 58 pulses. The firing flat was in the expected vertical position for deployment. Timeouts and drive stall were observed in device data. The timeouts and drive stall were not replicated during the rerun. The exact cause of the timeouts and drive stall could not be determined. The needle mechanism was reset and fired properly during the investigation with no issue. While high pulse width and drive stall would prevent the device from deploying, because the device was received deployed and was deactivated after completing second prime, this cannot be conclusively determined as the cause of the reported event.